Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a connection issue between a patient line of a cassette and a transfer set. The patient could not make the connection to the transfer set. The patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection performed with naked eye and magnification revealed a deformed patient line connector. Functional testing performed included leak testing, clear passage testing, and clamp functional testing with no issues. The patient line connector was not able to connect to the lab transfer set. The reported problem was confirmed. The cause was determined to be a damaged component due to the damaged patient line connector. Should additional relevant information become available, a supplemental report will be submitted.